Event description:
Baxter reported that a customer contacted baxter's technical service center regarding no power on the homechoice (hc) unit display. This event occurred before use. The home patient (hp) powered the (hc) on and then the hc started smoking and had a bad smell and then had no power. The technical service representative (tsr) advised the hp to unplug machine from the outlet and the tsr will swap the (hc). The hp had manual supplies and the hp will have the registered nurse (rn) program machine. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
The 510(k) #'s: k0102988 or k923065.